Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device was beeping, so the patient went to the clinic for a follow-up. Upon interrogation, there was a red screen stating the device was at end-of-life (eol) and should be replaced. Technical services suspects premature battery depletion as the device has less than five years of implant time. Technical services advised to explant the device. The device has been explanted. There were no additional adverse patient effects.

Manufacturer narrative:
Code 3191 is linked for a surgical intervention. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the december 2020 emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding device analysis.